Manufacturer narrative:
Merge technical support shipped a replacement hemo monitor to the customer on (B)(6) 2017. The faulty unit was returned to merge healthcare on (B)(6) 2017 for evaluation. The results showed that the software was corrupt. The hard drive was wipes and software was reloaded. The unit passed system diagnostics and ran for one (1) week without issue. The unit was then sent to service stock. The customer confirmed that the replacement hardware corrected the issue. However on (B)(6) 2017, the customer called merge healthcare about experiencing freezing issues again. A loose coil cable connection was found; however, there has been no final resolution as the complaint remains open as of 07apr2017 while troubleshooting efforts continue.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the hemo monitor froze during a procedure and caused the waveforms to freeze as well. The user manually rebooted the hemo monitor that caused ~7 minute delay and loss of physiological monitoring. Subsequently, the site shut down this cath lab on (B)(6) 2017 until the issue was resolved on (B)(6) 2017 by hardware replacement. The site has an additional cath lab that was used during this time. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could cause harm to the patient. However, the customer reported that the procedure was completed successfully once the hemo monitor was rebooted. (B)(4).